Manufacturer narrative:
(B)(4). Investigation summary the analysis results showed that one ecr60b reload was received with the one piece sled detached and partially fired 1/3 with the cartridge pan partially dislodged from right proximal side. No functional test was performed due the condition of the cartridge. It possible that handling by the customer could have led to the reported condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient is currently stable and no any patient consequence.

Event description:
This case is from health authority. It was reported that during the the operation of thoracoscopic lobectomy, could not fire. Changed the new one to complete the surgery. No additional information can be provided.